Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative regarding a patient who was receiving gablofen [2000 mcg/ml] at a dose of 100 mcg/day via an implantable pump for intractable spasticity. It was reported on (B)(6) 2017 that the patient¿s pump was removed for infection at an unknown date. A new system was later implanted on (B)(6) 2017. No further complications were reported or anticipated. The patient¿s medical history included spasticity refractory to oral baclofen. Other medications the patient was taking at the time of the event could not be obtained as they were not available to the manufacturer.